Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a compromised forced sensor alarm during priming and insulin pump was stuck in the "preparing to prime" loop. Caller states that insulin pump was not dropped or bumped. Caller states drive support cap was loose. Customer's blood glucose was 200 mg/dl. Caller also reported that when the act button was pressed, insulin continued to empty. Troubleshooting could not be performed and customer was not available with insulin pump.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and cracked reservoir tube lip. The pump was unable to prime during the prime test due to a loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump gave a motor error alarm during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current, run current, off no power, unexpected restart, displacement and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly.